Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown morphine 2000mcg/ml at 315.5mcg/day and unknown morphine 9.2mcg/ml at 1.4515mcg/day. It was reported that, during a pump replacement for normal battery depletion, it was identified that the external part of the catheter at the pump segment was fraying. Catheter shearing was also reported. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. There were no diagnostics or troubleshooting performed. On (B)(6) 2024, the pump segment was explanted. It was also reported that the 8780 was partially explanted and replaced with a 8784. At the time of this report, the issue was resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but would not be made available.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2017, explanted: on (B)(6) 2024, product type: catheter, product ID: 8784, lot#serial#: (B)(6), implanted: on (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 09-oct-2019, UDI#: (B)(4), h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the 8780 catheter identified damage to the transition tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.